Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 250 mg/dl at the time of the call. The customer's sensor glucose reading at the time of the incident was 186 m/dl, but they were wearing the sensor for 7 days. The customer was given glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a car accident due to the low. The insulin pump will not be returned for analysis.